Event description:
The customer contact reported that there was an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, the pump was programmed to deliver 20mg of milrinone in 100ml at a rate of 13.7ml/hr instead of the intended rate of 2.3ml/hr. At 1500, the nurse noted the error and notified the physician. The pump was reprogrammed to deliver at the intended rate and therapy was resumed without incident. The pt was noted to be "hypotensive and hyperdynamic"; however, there were no reported adverse pt sequelae and no medical interventions were required.